Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of an image provided by the customer shows an excised portion of stomach tissue, following a sleeve gastrectomy. A malformed staple leg was visibly protruding from one of the staple lines in the tissue. A review of the stapler log shows that the sureform 60 stapler instrument was installed on the system six times and successfully fired six stapler reloads (1 green, followed by 5 blue). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs. Note: refer to medwatch report (MDR) with MFR report # 2955842-2026-02826 for MDR submission of the adverse event and malfunction related to finger injury caused by the unformed staples.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a nurse sustained a finger injury caused by an unformed staple on the excised portion of stomach tissue. A sureform 60 stapler instrument equipped with a sureform 60 green reload was used initially, followed by five blue stapler reloads. After transecting the stomach, the staple line was inspected and found to be intact, with no malformed or loose staples observed inside the patient. The injury occurred after specimen removal, when the nurse punctured their right pointer finger while handling the specimen. Examination of the specimen revealed a ¿u¿-shaped, unformed staple at the site where a green stapler reload had been used. Following the incident, the nurse washed their hands thoroughly and applied a band-aid.

Manufacturer narrative:
Updated sections: g3, g6, h2, h11. Additional information: intuitive surgical, inc. (Isi) received both a sureform 60 green reload and a sureform 60 blue reload for failure analysis (fa) evaluation. Both the green and blue stapler reloads were returned as representative product and were unused or unfired. Visual inspection revealed no physical damage on the cartridges, knives, pushers, or covers. Each stapler reload was attached to an in-house gold standard stapler instrument and driven on an in-house system without issue. The stapler reloads were attached to and removed from the stapler instrument without any issues on multiple attempts. The stapler instrument passed both recognition and engagement tests, and the reloads passed reload recognition testing. No damage was found on the stapler reloads or their components. No product issues were identified. Isi received the sureform 60 stapler instrument (lot number: k17250327-0117) that was used in the reported procedure, for fa evaluation. Visual inspection revealed no damage on the stapler instrument. The stapler instrument was tested on an in-house system and successfully clamped, unclamped, and fired. The stapler instrument was fired using a sureform 60 white reload. The cutline appeared smooth and consistent, and all staples were deployed and correctly formed into the proper b-shape. The stapler instrument moved intuitively with full range of motion in all directions. Review of the logs indicated no failures. The stapler instrument was fully functional, and no product issue was found.

Event description:
Refer to h11 for follow-up information.